Event description:
During device use in cath lab, it was reported that it took approx a minute to charge to 360 joules. The reported issue had no adverse effect on pt. There were no further details on the event and/or pt provided.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and was unable to verify or duplicate the reported failure. Physio observed proper device operation through functional and performance testing. The device was returned to the customer for use. The root cause of the reported issue could not be determined.